Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) came to the hospital for a follow-up because he heard the device emit a beeping sound. After interrogation, it was noted that this device had reached elective replacement indicator (eri). All lead parameters were good. There was no allegation of premature battery depletion. A surgical procedure was performed at a later date and this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.